Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the alarm was able to be cleared. The customer reloaded the cartridge onto the pump and received a minimum fill message. The customer was unsure of the amount of insulin that was reloaded into the cartridge. Customer successfully loaded a new cartridge onto the pump, and resumed insulin therapy. Customer's blood glucose level was 91 mg/dl.